Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Detailed complaint and failure description: the device gives tf #7 alarm code 26, (both mixer valves are defected). Mixer is not working as specified, device alarms with tf 7 code 26. Ventilation continues. The technical fault requires raphael is taken out of service until it is repaired by a service engineer. The event may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death if it were to recur.

Event description:
Mixer valves defective (valves stay open, closure too slow).